Event description:
A manufacturer field service technician reported that paint chips were missing testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
A manufacturer field service technician reported that paint chips were missing testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.